Event description:
This was a left-sided lead extraction to remove one non-functional sjm 7002 riata rv ICD lead (implanted 72 months). The lead was prepped with an lld and a glidelight laser sheath was used to extract (it is assumed it was a 14f, but this information is not available). During the extraction, an injury to the svc occurred and was repaired. The patient survived the intervention.